Event description:
It was reported that the implantable cardiac defibrillator (ICD) had premature battery depletion and high output. It was also reported the right atrial (ra), the right ventricular (rv) and the left ventricular (lv) leads had high output and high threshold. The ICD was explanted and replaced. The lv and the ra leads were explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4). The full 4194 lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4). The full 5076 lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.